Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. Version 7.0.59 software and the associated calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.